Event description:
It was reported to philips that the system's image hard disk was full and unable to store images. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred, and the customer moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the image hard disk drive was full and prevented the system from saving any additional images. Upon troubleshooting, fse found that image hdd was full of storage. To resolve this issue, fse replaced ippc (image processing pc) , hd (hard disk) and reloaded the software. The defective ippc was returned to philips for analysis and found the component that failed was cmos. The failure was characterized by an unsuccessful sdr check due to low cmos voltage. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.